Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's father reported via phone call that insulin pump was exposed to moisture due to customer being pushed into salt water. Caller reported that as a result, there was water under display screen and insulin pump would not turn on. It was also reported that insulin pump had a constant tone. Customer's blood glucose was 220 mg/dl. It was advised that insulin pump would need to be replaced.